Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector. Icp express reading passed with 509. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be confirmed, as the sensor passed all testing. However, the possible root cause of the issue reported could be to due to incorrect set-up of device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the microsensor coul not be adjusted to zero point. The procedure was completed with a replacement product. No patient injury reported and the event did not led to surgical delay.